Manufacturer narrative:
It was reported that during preparation the trufill dcs orbit embolic coil was exposed from the introducer tube for inspection; however after inspection the coil could not be withdrawn back into the introducer because it "winded." With attempt to obtain further information, it was reported that it was not unraveled/stretched; however, the term winded could not be further clarified. The device was not clinically used. Nothing occurred during the recapture of the coil that contributed to the event. After the product failure occurred, no damages were noted on the coil (broken, fracture), delivery system or hub, and the coil was still attached. No further information was available. A non-sterile orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and bends were found. The support coil and the gripper were inspected and no damages were found. The embolic coil was stretched. The introducer was unzipped without damage. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Analysis of the device confirmed that the coil was unraveled stretched. The cause of the coil stretched could not be conclusively determined, however, neither the analysis nor the DHR suggest a relationship to the manufacturing process; it was reported that there were no damages during the initial inspection but the damages occurred with withdrawal back into the introducer. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. It appears that after advancement out of the introducer the random loops that the coil makes may have become entangled and then the coil stretched as it was retracted into the introducer in this entangled state. Based on the available information, it appears that procedural factors/handling may have impacted the reported event; however, the cause of the failure experienced by the customer cannot be conclusively determined. Therefore, no corrective actions will be taken at this time.

Event description:
During preparation, the embolic coil was exposed from the tip of the introducer tube for inspection. After the inspection, the coil could not be returned to the tube because it winded. The product was not clinically used. The coil was not unraveled/stretched, and nothing occurred during recapture of the coil that may have contributed to the event. After the product failure occurred, no damages were noted on the coil (broken, fracture), delivery system or hub, and the coil was still attached. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471394 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot, and the process monitoring revealed no excursions were found for lot 13471394 coil subassembly, lots 14055104 and 14051378 were reviewed. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.